Event description:
Pt suffering adverse reaction to use of an "activator gun" applied to base of skull during course of treatment by chiropractor. Suffering from a very high-pitched noise which began in 2001, after approximately 1 1/2 mos of treatment 3x/wk. Also what sounds like bone movement can be heard as well. Activator gun. Treatment began in 2000 and continued into 2001.